Event description:
The customer reported the system displayed a ups error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the batteries needed to be replaced. No further repair info is available.